Event description:
Patient was implanted with the nalu peripheral nerve stimulation (pns) system on (B)(6)2022 and during a follow up appointment was found to have synovial fluid tracking up the lead pathway into the implanted pulse generator (ipg) pocket. Physician confirmed there was no infection, however the system was explanted on (B)(6) 2022 due to the synovial fluid.